Event description:
Customer reported via phone call to have low blood glucose of about 30 mg/dl which was treated with food. Customer declined troubleshooting due to low blood glucose being caused by not eating much due to a tooth infection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.